Event description:
It was reported by the affiliate during a sigmoid resection a cdh29 would not deliver staples. There was no pt consequence.

Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: it has been several months since this event reported. Co has not received any further correspondence about the device which was involved in this reported event. Unfortunately, since the device was not returned to the co, co is unable to perform an analysis and provide a report.